Manufacturer narrative:
No investigation has been possible. The facility provided no other information but it uses a third party for maintenance and it is said that the ventilator was restored to normal functionality. No information was received of what the issue was, how it was resolved or whether any parts were replaced. We are therefore unable to provide, determine or confirm the true cause of the reported difficulty.

Event description:
It was reported that the hospital determined that the ventilator was faulty because the patient's monitoring system was showing declining blood oxygen saturation. The ventilator was disconnected from the patient and it was replaced with another one. There was no patient harm. Manufacturer's ref. : (B)(4).